Event description:
It was reported that a balloon burst occurred. A stingray lp re-entry device was selected for in a chronic total occlusion procedure. Prior to preparation, it was noted that the balloon in the device already burst. A new stingray was opened and they carried on with the procedure. There were no patient complications.